Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the connector on the c-ring broke in half on the vasoview 6 pro. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The scope wash tubing was missing from the c-ring assembly and returned. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).